Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. The customer reported medical attention since the last call. Customer had gone to the hospital on (B)(6) 2018. Customer did not provide any information and requested a call back. Unable to contact the customer to obtain details about the hospital visit. Unabled to send product notification letter as no address on file for customer.

Event description:
Consumer initially called regarding code ----. During troubleshooting, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using truetrack meter. The customer stated that his blood glucose runs over 600 mg/dl all the time (fasting and non-fasting). At the time of the call the customer reported symptoms of increased urination and dry mouth. Customer stated he was going to seek medical intervention. Customer just received the test strips on (B)(6) 2018. The test strip lot manufacturer's expiration date is 04/30/2020 and open vial date is (B)(6) 2018. The truetrack meter is new and there are no results in the meter memory. The meter memory was not reviewed for previous test result history. No results on the memory because it's a new meter.